Event description:
Will not shut off was given as the reason for repair for the foot pedal. No add'l info were available.

Event description:
Will not shut off was given as the reason for repair for the foot pedal.